Event description:
I got laser hair removal sessions with a certified clinic. The technician used incorrect settings on my face and neck hair, these were fine vellus hairs that have now been turned into terminal hairs. I am experiencing paradoxical hypertrichosis. FDA safety report ID# (B)(4).